Event description:
Information received by medtronic indicated that the insulin pump received replace battery alarm. The customer did receive a low battery alert prior to the replace battery alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay identified during the visual inspection. Corroded battery tube was noted during visual inspection. Pump was cut open to perform visual inspection and found no other evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history, these battery related alarms were found: insert battery alarm on (B)(6) 2021 at 16:13:30, on (B)(6) 2021 at 18:37:15, on (B)(6) 2021 at 09:23:57, on (B)(6) 2021 at 09:29:01, 09:29:47, 09:29:52, 09:29:58, 09:30:13, 09:30:22, on (B)(6) 2021 at 07:51:13.000, and 09/01/2021 10:37:28. Replace battery alarm on (B)(6) 2021 at 13:31:00, on (B)(6) 2021 at 10:53:00, on (B)(6) 2021 at 01:07:00, and on (B)(6) 2021 at 18:36:00. Replace battery now alarm on (B)(6) 2021 at 11:24:00, 11:34:00, on (B)(6) 2021 at 01:38:00, and 01:48:00. Power loss alarm on (B)(6) 2021 at 11:57:15, on (B)(6) 2021 at 01:49:15 and 01:49:23. Failed battery alarm on (B)(6) 2021 at 09:29:03, 09:29:51, 09:29:55, 09:30:00, and 09:30:15. Pump passed self test, active current measurement and displacement test, however failed the sleep current measurement. No unexpected insert battery, replace battery, replace battery now, power loss, and failed battery alarms during testing. Customer alleged for charge/battery lasts less than expected was confirmed where high impedance on the sleep current measurement was noted. Moisture damage was noted on the corroded battery tube. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.